Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the arterial bypass anastomosis on a femero-popliteal bypass, an inverted saphenous vein and toe resection, the needle of the suture broke. This incident occurred three times on three sutures of the same lot. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of eleven devices. The visual inspection of the opened sample noted 1 suture and 2 needles. One of the needles was received broken. Under microscopic inspection no instrumental marks were seen. The visual inspection and functional evaluation of the sealed samples had acceptable results. A bend moment test was performed on the undamaged needles, and the results exceeded the specifications for this product. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.